Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: since air bubbles can compromise delivery accuracy, always remove all bubbles when drawing insulin into syringe.

Event description:
It was reported that the customer experience a blood glucose level of 503 mg/dl. The customer delivered a manual correction injection to address the bg. Reportedly, the customer was not properly removing air from the syringe before fill the cartridge which resulted in air bubbles in the insulin cartridge. Customer replaced pump supplies and continued to use the pump for insulin therapy.